Event description:
It was reported that a movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. Transesophageal echocardiography (tee) was performed one day post index procedure, which showed the closure device was shifted more proximally in the laa relative to the device post deployment. Another tee was performed three days post index procedure, which noted the device became even more proximal than noted previously. The patient was also in sinus rhythm at the time of this observation. The shoulder on the limbus side of the closure device was significant as close to half of the device protruded into the left atrium. There was no leak reported. The patient was kept for continued observation and was discharged the following day. The patient was scheduled to be eventually brought back prior to the standard 45 day follow up for further evaluation of the positioning of the closure device.